Event description:
It was reported that the lead exhibited capture and sensing anomalies and 2500 ohms impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.